Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked and there was evidence of moisture ingress in the battery compartment. There was allegedly no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: during investigation, there was no power issues in black box. Battery compartment is cracked. Moisture damage found inside battery compartment. The battery cap was not returned with the pump. A test cap was used for testing purposes. A test battery cap attaches securely to pump. No power issues occurred during testing. Pump leaks at battery compartment. Pump opened, no further evidence of moisture damage observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.